Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the balloon was inspected and was found to be ruptured. The balloon bonds were inspected and found to be continuous and intact. Functional testing cannot be performed based on the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon inflation failure occurred. The target lesion was located in the aorta. After a 16f non-bsc introducer sheath was advanced, a 33/7/2/100 equalizer¿ occlusion balloon catheter was advanced to dilate the lesion. Following removal of the device from the introducer sheath, the balloon was re-inserted. During dilation, the balloon did not inflate. When the device was removed, it was noted that the balloon apposition part was shifted towards the proximal part and the device failed to dilate. The procedure was completed with a different device. No patient complications nor injuries were reported.